Event description:
It was reported that the flow rate of the cadd solis pump was too high. There were no reported patient involvement and harm.

Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed, and no anomalies were observed. Functional test had been performed, and customer complaint high flow rate was not confirmed. The probable cause of the reported issue is user error/measurement error.